Event description:
The customer reported that the connector piece where the reservoir attaches to the infusion set broke apart.

Manufacturer narrative:
Inspected one opened reservoir and found snap cap detached. Reservoir will leak.